Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia. All programmed therapy has been delivered. All troubleshooting options were discussed. Rate cutoffs were raised after this episode. The device remains in service. No adverse patient effects were reported.